Event description:
Asr revision reported via sales rep; asr xl; unknown hip side; patient year of birth -(B)(6). Patient had asr implanted in (B)(6) 2009, was never 100% happy and had a continual dull pain in his hip area. When recall became know he continued to come in to be seen in clinic and chromium levels checked. He had increased levels every time he came in so he decided to have product removed. Patients attorney took the revised components.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).